Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test. Customer cannot recall their blood glucose reading. Customer was not able to troubleshoot failed battery test because they did not have new battery test on them. Customer also had low battery test alert. Insulin pump will not be returning for analysis.